Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 397 mg/dl. The customer states they were woken up by the insulin pump alarming their blood glucose was low, but when they checked it was 397 mg/dl. However the customer states she had keto acidosis and went to the hospital. The customer did not provide details of her visit. The insulin pump will not be returned for analysis.